Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore upon insertion into the patient's left eye. The surgeon cut the lens to remove from the eye. Backup lens, same model and size was implanted without any patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no consequences or impact to patient; break, iol; evaluation method: lens work order search/injector lot number search/cartridge lot number search. Results: visual inspection of the returned product found lens optic torn in three pieces. There was evidence of reddish residue on the lens surface. An empty aq cartridge was also returned. There was no visible damage to the cartridge. There was evidence of clear surgical residue on cartridge. A lens work order search was performed and no similar complaint was found. A claim search by injector was performed and four similar complaints were found. Performed a claim search by cartridge lot number and three similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, cartridge and injector lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).